Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the distal tibial fracture surgery, the tip of the device broke off and remained in the patient. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update 19-feb-2026, further information was received: it was reported that during the distal tibial fracture surgery, the tip of the device broke off and became lodged in the patient's screw. The broken piece is therefore located inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.